Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the pump replacement was done on (B)(6) 2018. The rep reported that the pump would be returned for analysis. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) and a patient who was receiving 2000mcg/ml gablofen at 238.6mcg/day via an implantable infusion pump for intractable spasticity. It was reported that a motor stall was seen at the initial interrogation of the pump. The patient did not recently have a magnetic resonance imaging (MRI) scan. It was reported that there had been multiple motor stalls and recoveries and the latest stall did not recover. The patient reported that they ruled out any interaction with magnets/magnetic field. It was reported that the pump would be replaced on (B)(6) 2018. No further complications were anticipated/reported.